Event description:
The manufacturer sales representative reported that the device was overheating during a procedure at the user facility. There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event of heat was not duplicated by the service technician through functional evaluation, and the device could not be disassembled for a component inspection, likely due to internal corrosion. Based on a review of previous similar events, internal corrosion may cause or contribute to heat.

Event description:
The manufacturer sales representative reported that the device was overheating during a procedure at the user facility. There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences.